Event description:
The rn was disconnecting patient to hep-lock her PICC line. The end of the tubing was very hard to disconnect from the patient. The tubing on the end of the tubing that connected directly to the patient's PICC line was the extension tubing with the purple clamp. Upon closer assessment, this rn noted a crack in the leurlock housing of the extension with the purple clamp.what was the original intended procedure?hep-lock PICC line.device #1is this a laboratory device or laboratory test?no.